Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.

Event description:
This patient developed a hematoma and bruising post implant of this device. The cause was attributed to the use of an oral anti-coagulant. No notes as to what actions were taken to resolve this issue, but it was noted the patient called the office on (B)(6) 2014 to report he no longer has any signs of the bruising or hematoma. This device remains actively implanted. Should additional information become available, this event will be updated.